Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. Per tandem¿s t:slim g4 user guide: ¿do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 65 mg/dl. Reportedly, the customer over calculated the meal amount of carbohydrates and delivered a bolus. The customer ate food to address the bg level. Additionally, it was reported that a cartridge alarm 9 (overfill alarm) occurred after the cartridge was filled with 300 units. The customer reported that the cartridge was refilled/reused. The customer reported a bg level of 106 mg/dl at the time of alarm. A new cartridge was successfully loaded and insulin delivery was resumed.